Event description:
Patient enrolled in the (B) (4) trial. After atherectomy was performed with a silverhawk ss+, an arterial perforation was reported. The physician used pta in the mid-distal anterior tibial to treat the mid-focal perforation. The perforation was successfully sealed after pta. No injury to the patient reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.